Manufacturer narrative:
Physio-control further examined the customer¿s device and was unable to duplicate the reported issue. As a precaution physio replaced the keypad and lens assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would power on by itself. The customer advised when this happened, the device would not power off unless the battery was removed. As a result, this could lead to early battery depletion and the device may not be able to power on when needed. There was no patient use associated with the reported event.